Event description:
Event description cpi received information that this implantable pulse generator (ipg) was not implanted due to exit block. A new ipg was connected to the leads without any revision, and it functioned normally.